Manufacturer narrative:
Unit is being returned for evaluation. If any new information is discovered, a followup report will be submitted.

Event description:
Eclipse 5 was returned to wuppertal from linde gas therapeutics gmbh for repair, following 90-day failure. Fault provided by customer was a complete operational failure. Investigation performed by repairs identified there were burns on the pmba.

Manufacturer narrative:
Unit was returned for an evaluation. Upon investigation, it was determined to be user error. After completion of an hhe, it was determined that there is no risk of potential injury to the end user if it were to reoccur.